Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
Translation of attached report that the customer has sent to the (B)(6): "during nursing of the patient (turning him in the bed), the microsensor nylon shaft fractures just beneath the icp transducer. A small piece of the nylon shaft is still attached to the icp transducer. The patient is not expected to need a new sensor, which leads to the assessment that no patient injury occurred. The problem with the sensor is still that the nylon shaft is fragile and easily bent. This was day 10 with the implanted sensor on a patient with a traumatic brain injury". This has been reported to the (B)(6) nca by customer. A final investigation report is needed to be sent to customer and nca. No further action taken, no new sensor was implanted.

Manufacturer narrative:
The device was returned and evaluated by the supplier. The supplier's evaluation included a review of manufacturing records, which found that the device met all quality testing/inspection specifications prior to distribution. Evaluation of the returned device found that the catheter material and internal wires were broken at the connector. The supplier received only the connector, with broken wires protruding. The sensor, case and catheter material were missing; therefore, no functional testing was possible. Based on their evaluation, the supplier was able to confirm the reported complaint and determined the cause of failure to be mishandling of the catheter. At present, we consider this complaint to be closed. Trends will be monitored for this or similar complaints.